Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Two photos and one video of the lens in the eye, were provided. They show a yellow lens model in the eye. What appears to be a line/mark is present near the center of the optic. No determination can be made from the photo. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. Based on our observation of the attached photos and video, there appears to be a mark/crease near the center of the optic on the implanted lens. The lens remained implanted at this time. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. The doctor indicated still working with patient to determine if lens will be explanted. No further information provided at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, there was a line in the optics, surgeon thought it was going to be removed and almost a month after the surgery the lens was still the same and it was affecting patient¿s visual acuity. Additional information has been received as the explanation date is yet to be determined, with a review scheduled for friday, (B)(6) 2025. The plan is to replace it with the same lens model.